Event description:
On (B)(6) 2013 it was reported that nurses performing a rescue attempt on a pastor with previous heart problems who had collapsed after a 7 a.m. Mass, stated that during the rescue attempt the unit did not shock when they believe it should have. It was also reported that the reporter of the event believes the problem to be battery related. On (B)(6) 2014 it was reported by one of the nurses involved in the event, that during the (B)(6) 2013 rescue attempt, when she pushed the on/off button, the AED did not turn on. She also reported that after the event was over and she was cleaning up, she realized that the battery pack had been ejected from the AED and placed in the AED bag. She also reported that she believes the patient would not have survived even if the AED had been turned on.

Manufacturer narrative:
Evaluation summary: method - the electronic history file from the actual device was evaluated. The electronic history identified that the unit was placed in service on april 13, 2011 and that the unit was functioning properly, successfully performing its self-tests, including on the day of the reported event. The electronic history also confirmed that unit was not powered on, around the time of the reported event. The electronic history also identified that a battery pack was inserted in the AED after the approximate time of the reported event and that the AED is currently functioning properly and successfully performing its self-tests. The AED currently remains in service at its location. Results - the investigation determined that there was a failure to service/maintain the device according to manufacturer recommendations, specifically, on the day of the reported event the AED was not kept in a "ready" state with the battery installed in the unit. Based on these findings, this MDR is being filed for user error.